Event description:
In 2008, the pt reported that three days prior, she had an elevated blood glucose reading of "hi". Symptoms were nausea, headache and ketones in her urine. She corrected her reading by changing her insulin cartridge, infusion headset, and infusion set tubing and bolusing insulin through her insulin infusion device. The pt stated she performed her own troubleshooting at the time of the incident and discovered the luer lock was not properly tightened and insulin was leaking out. She stated she changed her infusion set and made sure the luer lock was securely tightened. She bolused through her device and she said her reading came down slowly over the course of the day. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.